Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not turn on after inserted a new. Customer's blood glucose level was unknown. Customer reported that battery contacts cap and compartment are not damaged, nor missing and not corroded. Customer removed the battery and cleaned the contacts cap and compartment with a cotton swab, pressed and hold the return button for 30 seconds and inserted a new battery but insulin pump did not turn on. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.